Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores under the lifevest equipment. Field services remeasured the patient and provided replacement garments. There was no alleged device malfunction contributing to the irritation. The patient confirmed that his skin irritation improved upon removing the lifevest. Additionally, it was reported that the physician arranged to have the patient's lifevest be returned. It's unclear if the physician wanted the patient to return the lifevest because of the skin irritation. Reporting out of the abundance of caution.